Event description:
Customer reported that the system arm would not lock. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cross arm brake assembly. System operates as intended.